Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with nadirs around 50 mg/dl, and the endocrinologist advised changing the user¿s weight setting in the ilet, after which the lows subsided. Symptoms included hypoglycemic manifestations consistent with low glucose. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education. Investigation included review of user-reported history and device use. Investigation of this case revealed no device malfunction reported or confirmed and no component failure identified; the event was characterized as hypoglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.